Event description:
A hospital in a foreign country reported to us that a hole was found in oxpiratory limb of a rt340 breathing circuit. We have no information as to when the hole was found - either at set- up or during use. No patient injury was reported.

Manufacturer narrative:
The rt340 breathing circuit is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. We are awaiting the return of the breathing circuit.